Event description:
The reporter stated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in 2006. The next month, due to a inadequate vault, the lens removed and exchanged for a longer lens.